Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd:unknown , UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they developed mrsa about 8 days into their interstim trial. They had to take it out and do emergency surgery to clear it out and implanted the ins in a antibacterial envelope to prevent further infection. No device issues were reported.